Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/18/2023, it was reported by a sales representative via email that an ar-1322bcst suturetape bent and broke. This was discovered during a triceps repair procedure on (B)(6) 2023. The case was completed using another anchor. Additional information requested..

Manufacturer narrative:
The complaint allegation is not confirmed. Based on the image from the field, it is unclear if the suture tape broke. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.